Event description:
A malfunction was reported involving a software error detected in the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they understood and acknowledged.